Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a lower scanned value while a customer was wearing the adc freestyle libre 2 sensor compared to the competitor's brand meter. On the evening of (B)(6) 2021, a sensor scan of 2.8 mmol/l was obtained compared to a blood glucose test of 30.1 mmol/l obtained on the competitor's brand meter. On (B)(6) 2021, the customer experienced hyperglycemic symptoms described as throwing up, diarrhea, and difficulty standing and was brought to the hospital by emergency services. Ketone levels were tested and an additional unknown hcp treatment was provided. The customer is currently in the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.